Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the shock pulse unit which began emitting steam and appeared to be nearly burning through the surgical gloves. The issue was found during a cystostomy therapeutic procedure. There were no reports of user or patient harm.